Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-03677, 1627487-2020-03700, 1627487-2020-03701, 1627487-2020-03702 and 1627487-2020-03704. It was reported the patient's was having the scs system(s) removed. No further information was available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-03677, 1627487-2020-03700, 1627487-2020-03701, 1627487-2020-03702 and 1627487-2020-03704.